Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure.